Manufacturer narrative:
Updated b5 - describe event or problem: from: it was reported the patient's blood glucose level rose to 19.0 mmol/l while wearing the pod between 37 and 48 hours. Insulin was reported to be leaking during wear. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. Upon pod removal, bruising of the skin was observed. As treatment, a new pod was placed and activated. To: it was reported by the patient's parent that their blood glucose level rose to between 18.0 mmol/l and 19.0 mmol/l (324 mg/dl and 361 mg/dl) while wearing the pod between 37 and 48 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Upon pod removal, bruising of the skin was observed. It was also reported that the patient states that they have pain when inserting a pod. As treatment, a new pod was placed and activated. Updated h6 - adverse event problem: health effect - clinical code, medical device problem code and component code all other codes remain the same.

Event description:
It was reported by the patient's parent that their blood glucose level rose to between 18.0 mmol/l and 19.0 mmol/l (324 mg/dl and 361 mg/dl) while wearing the pod between 37 and 48 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Upon pod removal, bruising of the skin was observed. It was also reported that the patient states that they have pain when inserting a pod. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19.0 mmol/l while wearing the pod between 37 and 48 hours. Insulin was reported to be leaking during wear. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. Upon pod removal, bruising of the skin was observed. As treatment, a new pod was placed and activated.